Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74e1700241 that can be related to the failure mode reported. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accesory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. A corrective action cannot be implemented due to the lack of product sample. A proper investigation will be conducted once that the sample become available. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Event description:
It was reported that the dart of the suture was broken when the capio sutures was used for ritcher. The dart was found and did not stay in the patient. Something similar happened one month ago with another suture of the same lot number in the same hospital. Capio slim used ref m0068318260 and lot number 21559868. The patient's condition was reported as stable, the event occurred outside the patient, and one suture that belonged to the same lot number broke in the same circumstances a month ago.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the dart of the suture was broken when the capio sutures was used for ritcher. The dart was found and did not stay in the patient. Something similar happened one month ago with another suture of the same lot number in the same hospital. Capio slim used ref (B)(4) and lot number 21559868. The patient's condition was reported as stable, the event occurred outside the patient, and one suture that belonged to the same lot number broke in the same circumstances a month ago.